Manufacturer narrative:
This part is not approved for sale in us but a similar device with catalog# 54840007535 ,510k# k091974 and UDI (B)(4) is approved for sale in us. Product analysis result: visual microscopic visual and microscopic inspection confirmed the top surface of the mas has been damaged from what appears to be an impact. The damage has deformed the first thread of the screw head not allowing the driver to be attached. This is consistent with material overload causing thread damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) from l3-l5 due to lumbar canal stenosis. In tra-op, while performing final tightening at left l5 threads of the implanting screw were damaged. Hence, screw was removed from the patient body. Patient complications reported as unknown due to this event.